Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. Charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip of the hot jaw, but remaining attached at the base of the hot jaw. The silicone insulation intact with no signs of cracks nor delamination. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" was not confirmed. The other reported failure ¿material twisted/bent¿ was confirmed. Specific actions for the confirmed reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting wire separated from rubber coating and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting wire separated from rubber coating and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.